Event description:
CT scanner stopped scanning in the middle of the contrast injection after 63cc of omnipaque 350 was administered. The same event occurred twice last month: (1) all of a sudden the scanner aborted in the middle of the scan. (2) images appeared on the screen; scanner stopped in the middle of the scanning range. No patient harm.